Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds on the leadless implantable pulse generator (ipg) were too high and depreciated the battery early. The ipg was inactivated and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No patient complications have been reported as a result of this event.